Event description:
The cardiologist attempted arteriotomy closure with a prostar xl 8 fr. Device. The puncture access site was higher than normal the device was deployed and the needles captured the inguinal ligament. As a result, hemostasis was not achieved. The physician inserted a sheath, but could not obtain hemostasis. The pt was taken to surgery for arteriotomy repair. Surgery was successful and the pt recovered without further incident. The vascular surgeon noted the inguinal ligament was tied to the arteriotomy.